Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 18mm. No attempt was made for direct stenting. A 2.25x20mm liberte stent was implanted. Residual stenosis was 0%. The stenting procedure was a technical success. The patient experienced death three days after the index procedure. Medications prescribed were asa 100 for 6 months and clopidogrel 75 mg for 6months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.